Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no further troubleshooting or actions/interventions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that stimulation suddenly increased while the patient was driving a car in the past, and the patient was late stepping on the brake so an accident occurred. The patient complained that the stimulator might have malfunctioned. Adaptive stimulation was set and the automatic adjustment function was used. The automatic adjustment was turned off. It was confirmed that there were no impedance abnormalities by checking the device. The issue was not resolved. A session report was provided. No surgical procedure occurred or was planned. The physician's opinion regarding causal relationship was unknown.